Event description:
It was reported that the patient had a revision done of their device where they just changed out the lead wires. The revision was done on (B)(6) 2015. The patient was told that the implantable neurostimulator (ins) was changed out as well, but according to the manufacturer¿s records it was not changed out. The patient wanted to know why they would need a new patient programmer if they didn¿t change out the ins. The manufacturer representative was present at the revision and was made aware of the revision the day of the surgery. It was later reported that the manufacturer representative was probably at the revision as they were the only manufacturer representative who worked with the patient¿s health care provider (hcp). The hcp sometimes did their own revisions. The manufacturer representative called the hcp¿s office and was unable to get any more information. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved. The patient had an appointment on (B)(6) 2015 and would have an appointment in (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0g0rc, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).